Event description:
It was reported that a home patient (hp) was unable to disconnect a minicap transfer set from the patient line of a pd cassette. This was described as, the hp patient "was unable to properly unscrew the patient line" from the transfer line and as a result "had to cut the patient line" in order to disconnect from therapy. This occurred during use of the device for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). E1: (B)(6). E1: initial reporter phone no.: (B)(6). H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.